Event description:
This patient experienced a persistent restenosis of a previously placed cypher stent in the proximal circumflex artery (lcx) approximately three months post implant. This was treated with re-intervention (pci) and the placement of an additional stent. This patient was admitted to the hospital with a chief complaint of unstable angina (ccs ib). The patient was taken electively to the cardiac cath lab, where angiography revealed a de novo, long (22 mm), ostial, irregular, angulated, eccentric, moderately calcified, c-type lesion in the proximal lcx. There were no difficulties in accessing or wiring the vessel noted. The proximal lcx lesion was predilated with a 2.0 x 20mm balloon inflated to 15 atms and a 2.5 x 12mm balloon was inflated to 20 atms. A 2.5 x 23mm cypher stent was deployed to 22 atms with satisfactory results. The stent was post-dilated with a 2.5 x 12mm baloon inflated to 20 atms. Residual stenosis was reported to be timi 2 flow was noted throughout the stented segment. The patient was discharged after two days. Approximately three months later, the patient returned to the hospital due to substantial chest pain. Repeat angiography demonstrated a peri-stent restenosis extending from the proximal edge of the previously placed cypher stent into the left main artery (lma). This was treated with re-ptca and the placement of an additional cypher stent to cover the area, overlapping the proximal edge of the previously placed cypher stent. The patient was discharged after two days.